Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) drained 4000ml of solution while only having a maximum fill volume of 2000ml. The hp performs automated peritoneal dialysis (apd) using a homechoice (hc) device, but the event occurred during a mid-day, off cycler drain. The reported drain volumes indicate an increased intra peritoneal volume (iipv) event occurred. A technical service representative (tsr) initiated a swap of the hc device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new hc arrives. It was reported that the hp felt bloated and over filled, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. As the reported drain occurred during an off cycler exchange, the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. The reported problem was unable to be duplicated or confirmed during sample analysis. A service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.